Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for routine follow-up, non-sustained rv oversensing due to myopotential oversensing was observed. Oversensing was not reproducible in clinic. Alert settings for non-sustained oversensing were changed with patient notifier off. Patient was stable and will be monitored with routine follow-up.